Manufacturer narrative:
(B)(4): the customer reported an intermittent battery connection. No patient involvement was reported. The device was evaluated locally. The symptom was verified: the battery was not being detected. The issue was resolved by reinstalling/reseating multiple parts. We are considering this a malfunction resulting from an incomplete electrical connection.

Event description:
The customer reported an intermittent battery connection. No patient involvement was reported.